Manufacturer narrative:
The arjo representative found that the side rail panel was detached from the side rail mechanism. The issue was detected at the arjo service centre. No patient was involved. No injury occurred. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The photographic evidence revealed that the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. There is also included warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. No patient was involved when the malfunction occurred. This complaint is deemed reportable due to the safety side detachment from the bed frame.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The arjo representative found that the side rail panel was detached from the side rail mechanism. The issue was detected at the arjo service center. No patient was involved. No injury occurred.